Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 06/29/2022 it was reported by a facility representative via sems that an ar-6410 main pump tubing chamber would not fill, then began overfilling. This was discovered during an unspecified procedure, with no patient harm reported. New tubing was opened and used without any difficulties.